Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged twice in apical position per physician's assessment. Additional information received indicated that the physician did not think the heart tissue was viable for the implanted lead. Hence, the physician opted to explant the lead. This rv lead is no longer in service and is not available for return. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.